Manufacturer narrative:
Device evaluation: lens was returned in a micro centrifuge vial with moisture on lens. Visual inspection found no visual damage to lens. Date of this report: it is corrected from 29-apr-1987 to 14-nov-2017 in the initial MDR. Device manufacture date: it is corrected from 30-jan-2020 to 27-july-2017 in the initial MDR. (B)(4)

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, -9.0/+1.5/84 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.